Manufacturer narrative:
Reader mcga241-g2610 was returned and investigated. Visual inspection was performed and damage to the reader due to use was observed. Attempted to download the reader log but was unable due to the damage. Therefore this issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported the freestyle libre 2 reader would not turn on with either button press or test strip insertion. The customer stated she received unspecified diabetes-related treatment from a healthcare professional, and had 1 week hospital stay. However, it is unknown if hospitalization was due to product issue or due to customer's schizophrenia, which she reported was causing "mental breakdowns". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported the freestyle libre 2 reader would not turn on with either button press or test strip insertion. The customer stated she received unspecified diabetes-related treatment from a healthcare professional, and had 1 week hospital stay. However, it is unknown if hospitalization was due to product issue or due to customer's schizophrenia, which she reported was causing "mental breakdowns". There was no report of death or permanent injury associated with this event.